Event description:
It was reported that the pt was on the floor playing with her grandchildren. When she went to get up, she felt an immediate discomfort. She came to dr. And got an x-ray which showed the cup had migrated anteriorly and inferiorly, and was hitting the femoral stem. This was revised in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.